Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) events and inappropriate shocks. It appeared to be supraventricular tachycardia (svt) events. Technical services (ts) was requested to review the events and provided programming recommendations to possibly prevent future shocks for similar situations. The ICD remains in service. No additional adverse patient effects were reported.